Event description:
It was reported that the patient presented with syncope. Vf was suspected due to undersensing resulting in lack of defib therapy and lack of inhibition of atrial-biventricular pacing. Telemetry could not be performed due to interference from an implanted lvad device. External defib successfully rescued the patient. A new sense/pace lead was implanted along with a new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.